Event description:
Information received from the field does not address the patient's clinical status but notes that stored egms revealed oversensing of noise on the ventricular channel. The noise could not be reproduced clinically. The lead will remain implanted and monitored.